Event description:
According to the reporter, during an open reduction of a right intertrochanteric fracture and proximal femoral locking plate internal fixation, the device was used to suture the muscles and subcutaneous tissues. However, five days later, the surgical wound healed poorly, with a little yellow clear exudate and obvious purulent secretions. The exudate was taken for bacterial culture on (B)(6), and the results were negative. Some synthetic absorbable surgical sutures were removed. The surgeon strengthened the dressing change of the surgical wound, cefazolin sodium, to prevent infection, and other symptomatic treatments were done to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a hip right intertrochanteric fracture replacement and open reduction, proximal femoral locking plate internal fixation, the device was used to suture the muscles and subcutaneous tissues. However, five days later, the surgical wound healed poorly, with a little yellow clear exudate and obvious purulent secretions. The exudate was taken for bacterial culture on (B)(6) 2024, and the results were negative. Some synthetic absorbable surgical sutures were removed. The surgeon strengthened the dressing change of the surgical wound, cefazolin sodium was given to prevent infection, and other symptomatic treatments were done to resolve the issue.

Manufacturer narrative:
Additional information: b1, b2 (removed), b5, g3, h6. New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.